Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation damage and oversensing was observed on the rv lead. Due to oversensing lead did not pace properly and intermittent capture was seen. Lead was capped on (B)(6) 2016. A new lead was implanted. Patient was stable post procedure.